Event description:
It was reported that during an elective surgery, an atrial lead crush/fracture was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.